Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant upstream occlusion alarms, which were reproduced while running an infusion. Evaluation found cracks on the upstream sensor tail pins. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient injury.